Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Quantity - 2. (B)(4).

Event description:
During the procedure, the thumb wheel of the device was reported to be sticking, subsequently leading to the surgeon not being able to control proper positioning of the needle sled. A second device was also attempted for use with the same results. There was a one to two hour delay in procedure, while another device was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The devices are believed to have been conforming to specification when leaving zimmer biomet control, as the devices were released with no deviations or anomalies. The complaint of a non-functioning wheel could not be confirmed, as both wheels functioned as intended. The first device that was returned had a bent needle sled tip preventing it from functioning, once this was adjusted, the device functioned as intended. The second device also had a slightly bent tip, but this device functioned as intended when performance was tested according to surgical technique. It was reported that the surgeon followed proper surgical technique for using the devices. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further actions are required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.